Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. Heparin was not administrated until the was sheath was across the septum. Heparin was then administrated to the patient and the procedure was put on hold for several minutes. A 27mm closure device was deployed but it was considered too large and was removed. The was sheath was removed from the patient, flushed and reintroduced into the left atrium. A 24mm closure device was implanted. The procedure concluded successfully. On (B)(6) 2025, the physician informed that the patient suffered a stroke more than 24 hours after closure device implant. A magnetic resonance imaging (MRI) was performed and confirmed stroke. The patient was discharged within 48 hours of admission. Per the physician, the patient recovered complete function, and very minimal weakness was reported at discharge.